Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During follow up with the peritoneal dialysis nurse (pdrn) on an unrelated customer experience it was reported that the patient had a pre-existing hernia and subsequently, underwent hernia repair (type unknown) in the past. The pdrn stated that the patient will be transitioning to hemodialysis (hd) therapy in the future, and that presently the patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler. Additional details surrounding the past hernia repair was requested; however to date no details have been received.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Furthermore, an investigation of the device manufacturing records was not able to be conducted by the manufacturer as the serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. However; a device is not released if it does not meet requirements or is nonconforming. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: a probable temporal relationship exists between ccpd therapy with the liberty select cycler and the patient event of an unspecified hernia which required surgical repair. Hernias are a commonly known complication in pd therapy due to physiologic increased abdominal pressure from the dialysate during pd treatment. Therefore, a possible association exits between ccpd therapy with the liberty select cycler and the patient¿s hernia. Additionally, the liberty cycler was not returned to manufacturer for product investigation. Therefore, it cannot be determined if the liberty cycler had any prior incidence of malfunction that could have caused or contributed to the patient¿s event of hernia. Should additional information become available, this clinical investigation will be re-evaluated accordingly.